Event description:
It was reported that during use the intra-aortic balloon pump (iabp) had top screen cracked. There was no reported harm or injury and patient involvement is reported but patient information is unknown.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.